Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service engineer (stm) was dispatched to investigate. The stm evaluated the iabp unit with a trainer and balloon and noted that all worked as it should. The stm observed fault code #37 logged in the iabp log files logged multiple times within a 6 minute period the day the event occurred. The stm ran the iabp unit through a complete calibration check and noted that all were within factory specifications. The stm reinstalled the trainer and balloon and noted that the iabp unit still functioned as it should and no defects were found. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the intra- aortic balloon being used with the cardiosave intra-aortic balloon pump (iabp) was not inflating. It was later reported that iabp unit would not calibrate and that the iabp unit was swapped out. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.